Event description:
It was reported the customer damaged their insulin pump. Customer stated they dropped their insulin pump and the insulin pump will not turn on as a result. The customer's blood glucose was 154 mg/dl. Customer stated their drive support cap appeared to be normal. A selftest could not be performed as the insulin pump would not turn on. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit received with blank display due to battery tube connector not fully connected into interface board. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.